Event description:
Related manufacturer report number: 2017865-2023-22549. It was reported that the patient had taken an electrical discharge from a lightning strike. During in clinic follow up, the pacemaker exhibited premature battery depletion and the atrial lead exhibited low impedance and failure to capture. Both products were explanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.